Event description:
The hospital is unable to get the pegs to lock into the plate, as they are supposed to do. There was a surgical delay of 15-20 minutes.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. The complaint is non-verifiable and the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any add'l info be received, the investigation will be reopened.